Event description:
It was reported that the PICC was placed with ease on (B) (6) 2009. The catheter had split about one third way from the proximal end. This was confirmed by injection of contrast.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.